Event description:
It was reported via repair work order that the lock bar strut is broken which will affect track engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.